Event description:
It was reported that patient never had therapeutic effect; the pump was "not helping at all." It was stated that the infusion drug bupivacaine was for leg pain but patient was not getting relief. A CT scan was performed and the healthcare provider (hcp) felt that the catheter was not in the right place, but the surgeon did not agree and was not willing to intervene. It was stated that the hcp no longer wanted to take care of pump since it was not helping patient and the plan was to shut the pump off next week. Patient was noted to be allergic to a lot of medications, so hcp did not want to try other medications via the pump. It was added that when dosage was increased patient experienced severe headaches and nausea. A dye study was performed. The pump delivered morphine and bupivacaine. On (B)(6) 2012, it was reported that a pump alarm went off and hcp had put saline in the pump yesterday. Patient was put on "lower tab", pain medication. Hcp believed that the catheter needed to be moved higher in the back to give patient pain relief. Patient hadn't had pain relief with her pump. Patient was not feeling well, was lightheaded, and felt like she tasted something in her mouth - "same sensation when she had a reaction to dilaudid." The patient was being referred to a surgeon to see if catheter can be moved. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the cause of the event was unknown. The catheter dye study done on (B)(6) 2012 was reported as "negative intrathecal morphine pump check". An x-ray, computed tomography (CT) scan and magnetic resonance imaging (MRI) was done on (B)(6) 2012 and was negative for pump problems. There were also multiple adjustments done without any changes. It was noted that the patient had a pocket revision. No other information was provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).